Event description:
It was reported that a patient with a medical history of patent foramen ovale, transient ischemic attack, and an unruptured left ophthalmic aneurysm previously treated with pipeline embolization underwent 180-day follow-up imaging. The imaging revealed significant parent artery stenosis of 51%-75% and incomplete wall apposition of the pipeline embolization device, which had previously been reported as complete. The findings were confirmed by the core lab and adjudication committee. The poor wall apposition could be attributed to vessel stenosis and intimate hyperplasia. The event was possibly related to antiplatelet medication and had a probable relationship with the study procedure and device. The parent artery stenosis (in stent stenosis) was a finding based on imaging and no symptoms or treatment were reported by the site. Additional information was received reporting that a balloon was used to improve wall apposition. The patient was undergoing surgery for treatment of a saccular, right c6 bifurcation branch aneurysm with a max diameter of 3.8 mm and a 1.9 mm neck diameter. The aneurysm dome height was 3.6 mm, dome width was 3.3 mm. Parent artery diameter distal to aneurysm was 3.7mm. Parent artery diameter proximal to aneurysm was 4.5mm. There was complete stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Ophthalmic branches covered with the device. The device was successfully implanted in the patient. There was no device twisting or flattening. Cec adjudicated as possible to index procedure, study device, and antiplatelet therapy. This event was stated to be not due to a device deficiency. Additional information received reported that 1 year follow-up imaging on (B)(6) 2025 reported device flattening. No symptoms or actions taken were reported in association with these findings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.